Event description:
This event is associated with MDR report #3031658894-2026-00009. It was reported 68-year-old male patient underwent an elective transfemoral carotid intervention. Pre-procedure assessment noted tortuosity of the internal carotid artery (ica) with soft plaque present, no calcification, and no thrombotic content. The carotid bifurcation was not affected. The distal ica diameter was greater than 5 mm, and the proximal common carotid artery diameter was greater than 7 mm. The stenotic lesion length was approximately 4 cm, with a stenosis diameter of approximately 0.5 cm. A embolic protection filter was used, along with an 8 fr balloon guide catheter. An 8 × 40 mm stent was placed first. The proximal end of the stent landed in an area of heavy stenosis. Following this, postdilation was performed using a 5 × 40 mm balloon. The lesion was subsequently pre-dilated after placement of the 8 × 40 mm stent. During the deployment attempt of a 9 × 40 mm stent, the catheter detached from the strain relief, preventing deployment the device remained intact during these events, with no components at risk of being left within the patient.. A 10 × 30 mm stent was then successfully placed. Post-dilation was performed using a 6 × 30 mm balloon. The procedure was completed successfully without further device issues, or patient harm.